Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of unexpected restart alarm in the history. The customer's blood glucose was in the 200-400 mg/dl range. The customer corrected the high readings but tried the pump at a different site. The customer was able to clear the alarm. The product was not returned for analysis.